Event description:
It was reported that the patient¿s ilr (implantable loop recorder) had interference with their muscle stimulator that helps them walk. The ilr was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).